Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 192 mg/dl at the time of incident. The customer's mother stated that the screen was not turning on even after several battery changes. She stated that the battery cap was stripped. She was advised to leave the battery out for two hours and call back if the display does not return. She called back but the pump was not with her and the serial number could not be verified. She was advised to call back when the pump was available. The insulin pump was not returned for analysis.